Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 800 mg/dl and sensor glucose level was 300 mg/dl at the time of the incident. Customer was treated with intravenous insulin drip in the hospital. Customer was found collapsed in the bathroom. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer reported symptoms at the time of hospitalization like nausea, vision changed, thirst heart burn. The device will not be returned for analysis.